Event description:
The manufacturer received information alleging damage of a ventilator's lcd screen. There was no harm or injury reported. The device was evaluated at a third party service center and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue. There was evidence of physical damage.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging damage of a ventilator's lcd screen. There was no harm or injury reported. The lcd screen was replaced to address the issue, incorrect coding for the component code (427) was submitted on the initial report. The correct component code is on this report.